Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple "high" blood glucose (bg) levels, bg values were not provided. Suspected cause was due to incorrectly estimating the carbohydrates value when programming correction boluses to be delivered. Customer administered a bolus to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.